Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 445mg/dl which was treated through the insulin pump and manual injection. Customer¿s current blood glucose of 325mg/dl. Customer also got alert for insulin flow block and had bent cannula. Customer declined troubleshoot for high blood glucose and bent cannula. Insulin pump will not be return for analysis.